Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had seroma and infection. Symptoms of pain, swelling, and drainage were noted. The patient underwent an explant procedure. No device malfunction was suspected.